Event description:
Healthcare professional reported right side exchange with no complaint against the device. Physician later noted "hole, non-specific". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening striated assessed as to surgical damage and delamination in the plug strap assessed as to cohesive failure. Additional observations: crease flat observed in the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole, non-specific".